Event description:
Medtronic received info that this bioprosthetic aortic valve was explanted after approx 4 years of service due to perivalvular leak and a torn leaflet. No adverse pt effects were reported. Medtronic contacted the user facility to determine if the product was going to be returned for analysis. The hospital indicated that the product will not be returned.

Manufacturer narrative:
Eval method - device history reviewed. Results - device history review found the product met specifications when released for distribution. Conclusion - cause of event cannot be determined. Analysis: the user indicated that the product will not be returned for analysis. Without product return, analysis is limited to review of the device history record, which shows that this product met manufacturing specifications when released for distribution. Conclusion: exact cause of the event cannot be determined without product return. The device was explanted and replaced without reported adverse pt effects. The event has been logged for trending purposes.